Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call indicating that he has a patient who has been admitted to the hospital with blood glucose of over 500 mg/dl. Customer was treated with insulin drip but blood glucose was still high. The doctor stated that he will have the nurse to call helpline to troubleshoot for high blood glucose.